Event description:
It was reported that a solution administration set had a leak when the tubing detached from the drip chamber. The event occurred during infusion of an unknown cytotoxic drug. There was patient involvement, but no injury or medical intervention was reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual sample was not returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional relevant details become available.